Manufacturer narrative:
No product was returned was evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 400 mg/dl; cause was not known. Reportedly the customer felt sick and had a headache. Customer addressed the elevated bg with a correction bolus via the pump. Customer did not receive treatment due to the pump correcting the bg while in the ER. Customer was discharged from the ER the later that day with the issue resolved and no permanent damage. System check was performed by tandem technical support and the pump is functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.